Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field b4 for corrected date information.

Event description:
It was reported during central processing that the jaw of the maryland bipolar forceps was found to be broken. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the instrument was sent to sterile processing department (spd) and the instrument was not used intraoperatively. The jaw of the instrument broke off.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.141" x 0.427" was found to be broken off and the broken piece was not returned. The reported complaint was confirmed by failure analysis.